Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room, and was subsequently hospitalized due to a blood glucose (bg) levels of 330-340 mg/dl and "slight ketones". The cause for the elevated bg level was unknown. Customer was treated with intravenous fluid and manual insulin injections. Customer was released from the hospital 9 days later. There was no permanent damage to the customer.